Manufacturer narrative:
The device involved in the incident was returned and upon initial examination, it was observed that the wire exhibited a fracture at the distal tip. The wire has been prepared for further analysis in an external laboratory by (B)(6). Upon completion of (B)(6) analysis of the fracture site a final report will be submitted.

Event description:
The following event was described in the customers complaint notification form: "procedure was performed with no complications. On attempt to withdraw the guidewire from the passeo 18 7/40/90 balloon catheter it would only withdraw to a point and then got stuck. The balloon and wire were withdrawn together. Once on trolley, it took considerable force to withdraw the wire from the balloon. Note: appears to be ridge at solder point making it difficult to withdraw wire". Upon examination of the returned device, it was observed that a fracture had occurred on the wire.